Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse manager reported a dialyzer blood leak occurred after the start of the patient's hemodialysis (hd) treatment. The nurse manager confirmed the blood leak was internal. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was noted to be visually observed in the drain hansen line. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment, and the nurse manager was able to visualize defect to dialyzer membranes internally following the incident. The estimated blood loss was 100 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there was no other complaint reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there was one unrelated nc (1307827: "incorrect case count in e-beam") in the production of this lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility nurse manager reported a dialyzer blood leak occurred after the start of the patient's hemodialysis (hd) treatment. The nurse manager confirmed the blood leak was internal. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was noted to be visually observed in the drain hansen line. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment, and the nurse manager was able to visualize defect to dialyzer membranes internally following the incident. The estimated blood loss was 100 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.